Event description:
It was reported that the pump housing was damaged and could no longer be guaranteed to be watertight. The customer reverted to an alternate form of insulin therapy. Customer's blood glucose was 234 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.